Event description:
Suspicious substance internal to vaporizer noticed on 2 machines. Photo taken? Suspect mold. Cleaned unit per ge recommendation. Cultured substance. Culture returns negative. Requested by anesthesia for this to be reported to FDA.